Event description:
It was reported that failure to advance occurred. A 23mm lotus edge valve system, xs safari2 guidewire, and an isleeve were selected for a transcatheter aortic valve replacement(tavr) procedure. Access was gained through a left transfemoral approach. Pre-dilation was completed with a 16mm non-bsc balloon, according to the instructions for use(IFU). The 23mm lotus edge valve system was advanced but failed to cross the native valve. The physician attempted to cross the native valve with the 23mm lotus edge valve system multiple times without success. The 23mm lotus edge valve system was removed. A non-bsc valve system was inserted and also failed to cross the native valve. Wire position was lost. The physician recrossed the native valve with a .035 guidewire and positioned the wire into the ventricle. The non-bsc valve was then able to cross the native valve and was successfully implanted. No patient complications were reported.